Event description:
Transcatheter asd closure was attempted, in an female on 28.3.2006. Non-invasive data proved a large asa and multiple small holes and one more with 11 mm diameter. Stretched diameter of the 11 mm hole was 20 mm. Finally, a 22 mm asd occluder was selected with an appropriate size long shheath with the intention to close the communication and stabilize the septum. The whole procedure was uneventful. The posterior part of the ias remained extremely floppy, but no residual shunt was observed. At 24 h check-up the occluder was dislodged into the lv cavity. The occluder was snared and removed. Because of the anatomy of the ias, second attempts was not performed.